Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the pipette tip was not being picked up in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, and tip clamp sleeve was replaced. The instrument was inspected, tested without further problem, and returned to service.